Event description:
The force sensor connection of device ro16084 at shenzhen second people's hospital was found broken during pre-operative inspection. Surgery was converted into traditional surgery.

Manufacturer narrative:
It was reported that the connector of the force sensor was broken. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation the most probable root cause is that an over force was applied to the connector while trying to pull thecable.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
The force sensor connection of device ro16084 at (B)(6) hospital was found broken during pre-operative inspection. Surgery was converted into traditional surgery.